Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was detected on the rv lead during an in-clinic capacitor maintenance. The patient will continue to be monitored.